Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the axis position for the toric intraocular lens (iol) was calculated incorrectly by the biometric support. The refraction after surgery was +4.0 spherical/ -8.5d cylinder/ axis 176°. The rotation is planned for (B)(6) 2022. The following refraction is expected after rotation +0.15d spherical / -0.75d cylinder / axis 80°. The patient's daily activities were affected. Through follow-up, it was learned that the lens was implanted in an axis position of 3°, it had to be rotated to 78°. It was confirmed the iol was reposition rotationally on (B)(6) 2022. The visual acuity of the right eye the following week was +0.75 -1.0/97 0.7 with correction. The surgeon noted that the patient had amblyopia prior to surgery and that her current vision is better than it has ever been. The patient is very satisfied. The patient intends to wear glasses again after the surgery, because she has always worn glasses. No further information was provided.